Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the ECG lead of cardiosave intra-aortic balloon pump (iabp) was malfunctioned. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : h6 ( medical device ¿ problem code ). A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, the fse confirmed that the ECG cable was broken and replaced the ECG lead wire (d012-00-1814-02). The device passed all factory-specified performance and safety tests. The customer reported that the device is working well.

Event description:
N/a.